Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2020 product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that they think the cause of the high impedance is due to a lead fracture. The patient will be having their lead replaced on (B)(6) 2020.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lead fracture was not determined. The leads that were replaced were discarded by the account. The patient's impedance issue resolved with the lead replacement. It was indicated that the provided information had been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 3778-60, serial#(B)(6) va04uc3026, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type lead, product ID 3778-60,serial# (B)(6) implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer's representative (rep) reported that the patient upgraded on 2020-11-06, no known issue with previous neurostimulator (ins). At the time of implant all impedances were "green/good". At today's programming session the rep noted that he would like to use contact 8, but it had values that change from 28,000 to 40,000. The rep was asked to retake impedances, in different positions and found that contact 8 pairings are mostly >40,000. The pairings with 9 are within range except for 8, 12, 13. It was reviewed to look through pairings and attempt programming at viable options.